Event description:
It was reported by the rep that the (1) atb45 and the (1) tr45b were used during a prostatectomy procedure. It was reported that the staples stayed closed on the tissue and would not open. The case completion was not reported. There was no pt consequence.